Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. According to the instructions for use (IFU) warnings: · use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. · if the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. · the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018, and received an unsuccessful cavity integrity (cia) test. The physician removed the device and attempted to reseat the device. The cia passed and the procedure was completed. The physician then performed a tubal ligation and noted a uterine perforation. There was no thermal injury. On (B)(6) 2018, it was reported by the surgeon a week after this procedure the patient is doing fine with no complications from the procedure. The patient was discharged home after the procedure as well.